Event description:
It was reported that the bd ultra-fine¿ insulin syringe and cap appeared "melted" with a hole in the cap. This occurred with 2 syringes. The following information was provided by the initial reporter, translated from japanese: "this report is about a defective cap and syringe and bent needle. The orange cap on the needle part did not come off. The other one had a hole in it as if the cap had melted and the syringe also seemed to have melted. The needle was bent.".

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe and cap appeared "melted" with a hole in the cap. This occurred with 2 syringes. The following information was provided by the initial reporter, translated from japanese: "this report is about a defective cap and syringe and bent needle. The orange cap on the needle part did not come off. The other one had a hole in it as if the cap had melted and the syringe also seemed to have melted. The needle was bent."